Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date eight months prior to the receipt of this report, the patient was diagnosed with peritonitis. Treatment for the peritonitis was not reported. On an unreported date, the patient was completely recovered from the peritonitis event. Subsequently, 39 days prior to the receipt of this report, the patient passed away due to sarcoidosis. Dianeal and extraneal viaflex therapies were ongoing until the time of death. Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2013, the patient was diagnosed with peritonitis. A review of all batch record documents was performed for potentially associated lot numbers h12i24072 and h12k02018 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).